Event description:
(B)(4) study. It was reported that post a coronary stenting treated procedure, the patient underwent repeat revascularization. The target lesion being treated was located in the ramus. During the index procedure, due to stable angina, the patient underwent the deployment of a unknown size promus stent to the target lesion for in-stent restenosis. Post procedure residual stenosis was 0% with timi 3 flow noted. The patient received a peri procedural loading dose of 300mg clopidogrel. The patient was started on 325mg aspirin and 75mg clopidogrel dosage. The patient was discharged 1 day later from the index hospitalization. In (B)(6) 2010, the patient was admitted with recurrent angina due to an edge restenosis of the study stent placed during the index procedure. There were no electrocardiagram changes and cardiac markers were reported to be negative. The patient was treated with the deployment of an unknown size taxus atom stent. The angina resolved the same day and the patient recovered. 1 day later, the patient had pain and swelling of the groin and an ultrasound revealed the presence of a partially occlusive thrombus in the femoral vein. The patient was treated with heparin and warfarin. The deep venous thrombosis event was considered resolved. The patient recovered and was discharged. In (B)(6) 2010, the patient underwent repeat revascularization. A percutaneous coronary intervention was performed with the placement of a 2.5x15mm promus stent. No peri-procedural myocardial infarctions were noted.

Manufacturer narrative:
Correction: event date corrected from (B)(6) 2010 to (B)(6) 2010. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that in (B)(6) 2010 the drug eluting stent was deployed to the ramus intermedius segment. Residual stenosis was 0% with timi 3 flow noted. At the start of the study, the patient received the study medication clopidogrel dose 75.0mg. The patient started on aspirin dose 325.0mg. The patient received a peri-procedural loading dose of clopidogrel 300.0mg. In (B)(6) 2010, the patient was admitted for lightheadedness, chest and left arm pain. The patient electrocardiogram was reported to reveal non-specific st-t wave abnormalities. The patient's cardiac markers were reported negative thrice. The patient's nuclear stress test was reported to reveal ischemia in the lateral region. The cardiac catheterization showed restenosis of the ramus of which the patient required initial hospitalization. The event was considered resolved. The patient was considered discharged.